Event description:
During a literature review, a spinous process fracture was reported. No other information was available.

Manufacturer narrative:
Follow up with reporting physician. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.